Manufacturer narrative:
The investigation results will be provided in the final report

Event description:
It was reported that the patient's lead had migrated, resulting in the patient not receiving effective therapy and experiencing uncomfortable stimulation. As a result, the lead was explanted and replaced. Patient has therapy post-operatively.